Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens. Approximately seven weeks postoperatively, secondary surgical intervention was performed in order to explant the lens. The reason provided for explant was "patient eye would not support the lens". Additional information is being requested from the physician.

Manufacturer narrative:
The explanted lens was discarded by the physician and is not available for evaluation. Root cause: according to the physician, the cause of the event was related to patient anatomy.